Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the surgeon had needle break off. Couldn't find needle. Weren't sure which poly sorb used so returning both lot #. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating room time.